Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported during the post-op x-ray two fractures were seen in the mesh. The product is not expected to be explanted at this time.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The review of the product device history records was performed on the lot number identified. In this investigation no anomalies were discovered. Due to no device being returned the failure root cause cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.